Manufacturer narrative:
Available information suggests this lead remains in service. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. An invasive procedure was performed to reposition the lead. No additional adverse patient effects were reported.